Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083377) on 15-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), cetirizine hydrochloride, fluticasone propionate (flonase allergy relief) and vitamins nos (daily multivitamin). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), panic attack ("panic attacks"), myalgia ("chronic muscle pain"), arthralgia ("joint pain"), headache ("headaches"), migraine ("migraines"), dizziness ("dizziness"), feeling abnormal ("brain fog"), dyspareunia ("pain during sex"), breast tenderness ("breast tenderness"), inflammation ("inflammation"), mood swings ("mood swings"), palpitations ("heart palpitation"), acne ("acne"), weight fluctuation ("weight problems (gain / trouble loosing)"), drug hypersensitivity ("caffeine sensitivity"), fatigue ("fatigue") and diaphragmatic spasm ("diaphragm spasms") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (essure coils removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, myalgia, dyspareunia, breast tenderness, vitamin d decreased, acne, weight fluctuation, drug hypersensitivity, fatigue and diaphragmatic spasm outcome was unknown, the anxiety, panic attack, headache, dizziness and mood swings was resolving and the arthralgia, migraine, feeling abnormal, inflammation and palpitations had resolved. The reporter provided no causality assessment for abdominal pain lower, acne, anxiety, arthralgia, breast tenderness, diaphragmatic spasm, dizziness, drug hypersensitivity, dyspareunia, fatigue, feeling abnormal, headache, inflammation, migraine, mood swings, myalgia, palpitations, panic attack, vitamin d decreased and weight fluctuation with essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083377) on 15-feb-2019. The most recent information was received on 22-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), cetirizine hydrochloride, fluticasone propionate (flonase allergy relief) and vitamins nos (daily multivitamin). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), panic attack ("panic attacks"), myalgia ("chronic muscle pain"), arthralgia ("joint pain"), headache ("headaches"), migraine ("migraines"), dizziness ("dizziness"), feeling abnormal ("brain fog"), dyspareunia ("pain during sex"), breast tenderness ("breast tenderness"), inflammation ("inflammation"), mood swings ("mood swings"), palpitations ("heart palpitation"), acne ("acne"), weight fluctuation ("weight problems (gain / trouble loosing)"), caffeine allergy ("caffeine sensitivity"), fatigue ("fatigue") and diaphragmatic spasm ("diaphragm spasms") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (essure coils removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, myalgia, dyspareunia, breast tenderness, vitamin d decreased, acne, weight fluctuation, caffeine allergy, fatigue and diaphragmatic spasm outcome was unknown, the anxiety, panic attack, headache, dizziness and mood swings was resolving and the arthralgia, migraine, feeling abnormal, inflammation and palpitations had resolved. The reporter provided no causality assessment for abdominal pain lower, acne, anxiety, arthralgia, breast tenderness, caffeine allergy, diaphragmatic spasm, dizziness, dyspareunia, fatigue, feeling abnormal, headache, inflammation, migraine, mood swings, myalgia, palpitations, panic attack, vitamin d decreased and weight fluctuation with essure. Most recent follow-up information incorporated above includes: on 22-mar-2019: summons was received. New lawyer was added. Case becomes potential legal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083377) on 15-feb-2019. The most recent information was received on 18-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), cetirizine hydrochloride, fluticasone propionate (flonase allergy relief) and vitamins nos (daily multivitamin). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2018, the patient experienced anxiety ("anxiety"), panic attack ("panic attacks"), headache ("headaches"), migraine ("migraines"), dizziness ("dizziness"), feeling abnormal ("brain fog"), palpitations ("heart palpitation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), libido decreased ("decreased sex drive") and depression ("depression"). In (B)(6) 2018, the patient experienced arthralgia ("joint pain/wrist pain"), abdominal distension ("bloating"), neck pain ("neck pain") and musculoskeletal pain ("shoulder pain"). In (B)(6) 2018, the patient experienced dyspareunia ("pain during sex/dysapreunia"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea") and muscle spasms ("muscle spasms"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), myalgia ("chronic muscle pain"), breast tenderness ("breast tenderness"), inflammation ("inflammation"), mood swings ("mood swings"), acne ("acne"), caffeine allergy ("caffeine sensitivity"), diaphragmatic spasm ("diaphragm spasms"), back pain ("back pain") and breast pain ("breast pain") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (essure coils removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, myalgia, dyspareunia, breast tenderness, vitamin d decreased, acne, weight increased, caffeine allergy, fatigue, diaphragmatic spasm, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, libido decreased, neck pain, musculoskeletal pain, muscle spasms, back pain and breast pain outcome was unknown, the anxiety, panic attack, headache, migraine, dizziness and mood swings was resolving and the arthralgia, feeling abnormal, inflammation, palpitations and depression had resolved. The reporter provided no causality assessment for abdominal pain lower, acne, anxiety, arthralgia, breast tenderness, caffeine allergy, diaphragmatic spasm, dizziness, dyspareunia, fatigue, feeling abnormal, headache, inflammation, migraine, mood swings, myalgia, palpitations, panic attack, vitamin d decreased and weight increased with essure. The reporter considered abdominal distension, back pain, breast pain, depression, dysmenorrhoea, libido decreased, menorrhagia, muscle spasms, musculoskeletal pain, neck pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea, bloating, decreased sex drive, neck pain, shoulder pain, depression, back pain and muscle spasms were added. Weight fluctuation was updated into weight gain. Reporter information and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.